Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that she was hospitalized with a kidney infection. They had to remove the insulin pump because she received a button error alarm while in the hospital. The insulin pump may have been exposed to moisture because she had an extreme high fever. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under the lcd screen, electronic assembly or motor noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.